Manufacturer narrative:
The reported complaint was pump was turned on for 2 seconds and then turned off and was investigated. E301(audio alarm failure) alarm found in device history. Device history reviewed 31 mar 2023 to 1 nov 2023. It was noted in the `as-found condition: no physical damage was noted. The device failed the cassette test as the device failed to turn on properly and gave no sound with no display with line b flashing. The piezo alarm was replaced and the device powered on properly and passed the cassette test. The software will be upgraded to version 15.11.00.019 (CAPA-0007366 ) fc046. The complaint was confirmed. Probable cause: pump turns on for 2 seconds and then turns off/ will not turn on line b flashing/ with no alarm sound¿ defective piezo alarm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a plum 360¿ infusion pump turns on for 2 seconds and then turns off. There was no problem with the patient, the nursing staff stated the pump was out of order, but without any incident. There was no patient harm reported.